Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that he had diabetic ketoacidosis as well. The customer was not subsequently hospitalized. The customer's blood glucose was 522 mg/dl. The customer expressed frequent urination, a temper and thirst as symptoms of his high blood glucose. The customer attempted to treat his high blood glucose with a correction through insulin pump therapy. The customer declined troubleshooting. Assisted customer with difference in their sensor glucose and blood glucose readings. Advised that a replacement insulin pump was sent. Explained to call back if the issues continued. Nothing further reported.